Event description:
It was reported that the patient's device was replaced due to normal end of service. The reported end of service allegation was confirmed in the pa lab. The end of service condition was the result of expected battery depletion based on the battery life calculation. However, supply current pulsing was over the limit. Analysis indicated that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. After the r35 was optimally reselected, the device performed according to functional specifications. The out of specification supply current pulsing could potentially be a contributing factor to the end of service condition; however, results of the battery longevity calculation indicated that the end of service condition was an expected event. No other anomalies were noted.